Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf patient code e0506 captures the reportable event of bleeding. Imdrf patient code e1309 captures the reportable event of urinary retention. Imdrf patient code e0505 captures the reportable event of hematoma.

Event description:
It was reported that a patient who underwent bulkamid implantation, reported having retention and vaginal bleeding. She was seen by another physician due to the retention, and it was determined that there was a large hematoma between the urethra and the vagina. The patient had a catheter placed. The issue was reported as ongoing.